Manufacturer narrative:
Exact patient age unknown, but reported to be over (B)(6) of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary pigtail stent was used during an endoscopic retrograde procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the preparation, the stent kinked when they advance it over the wire. Reportedly, a delivery system was not utilized during advancing, instead an ercp balloon or sphincterotome was used. The procedure was still completed with this device.